Event description:
It was reported that the patient was charging more than expected. The patient was charging every other day, which had been going on for 4 months. The patient used to charge every 4 days. The patient initially thought this was due because he had the stimulation so high. The stimulation was turned lower because it hurt to have it higher. The patient couldn¿t walk with the previous settings. The patient also fell in (B)(6) 2013 and since then, the stimulation ¿has not been right.¿ xrays and a CT scan were done at the end of (B)(6), and the physician told the patient it did not look like the paddles had moved. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).